Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation with a crown. Visual inspection of the as returned product identified a fractured implant on the threads with dried blood and bone around the implant. The reported device was located on tooth # 19 and was used for approximately 11 years 8 months. The customer did not provide pictures or x-ray images. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported device was returned and the reported complaint was confirmed as visual inspection identified a fractured implant. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number: k011028 / k013227. Last name unknown / not provided.

Event description:
It was reported that the implant was removed due to a fracture.